Event description:
Purchased an electric heating pad from (B)(6) in (B)(6) 2018. I had it plugged in and set time to go off during the night. I awoke to burning on my back. When I went to grab the heating pad I then burnt my fingers and hand. It burnt through to my mattress. I have pictures if you would like to see them. Purchase date: (B)(6) 2018. Retailer: (B)(6). (B)(4).